Manufacturer narrative:
Company rep evaluated the system. Correction includes replacement of the spo2 board.

Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No pt injury was reported.